Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/15/2025, an arthrex subsidiary employee reported via (B)(4) that an ar-2324pslc peek swivelock suture anchor got stuck, so a second anchor had to be opened to complete the triceps tendon repair. No patient was affected.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, the event description, and any additional field input, arthrex has determined the most likely cause of the reported failure. The most likely cause is attributed to use-related factors, including misaligned insertion, improper bone preparation, and/or prying or levering of the device during insertion.